Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report a reservoir leak. The customer's blood glucose reading is 422 mg/dl. Caller has treated the customer with a manual injection. There is a reservoir leak in the reservoir compartment. The leak is past the second o-ring. Nothing further reported.